Event description:
It was reported that after a supply change, the user continued to receive an insulin set expired alert, and review indicated the supply change procedure was not completed; the agent guided the user to complete the fill cannula step, which resolved the issue, and the relevant component was the tubing. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included user communications and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to an improper or incorrect procedure involving the tubing. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.